Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was blank. Customer changed battery, cleaned battery compartment and battery cap and issue was not resolved. Customer's blood glucose was customer was 138 mg/dl. Customer was advised that insulin pump would be replaced.